Event description:
It was reported that the patient was an inpatient in hospital. It was noted that the patient experienced shortness of breath. It was noted that oversensing, noise and pacing inhibition was observed on the right ventricular (rv) lead. Programming changes to sensitivity were recommended. The patient was stable.